Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not have access to the system. A technical support specialist worked with the customer to restore access. Guided the customer through the process of managing employees in the system. Issue resolved and customer confirmed successful access. The system functioned as intended after the technical support specialist guided to the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users were unable to access the machine. Medications had been sent but could not be stocked due to the access issue. Additionally, the usernames could not be found as employees in medbank myqlink (mql).however, there were no delays or adverse events or injuries reported based on this event.